Manufacturer narrative:
An event regarding dislocation (closed reduction) involving an unknown biolox 36 + 2.5 head was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no follow-up is documented between the (B)(6) 2010 primary right total hip arthroplasty and (B)(6) 2015, and no x-ray images are noted prior to (B)(6) 2015. There is no histopathologic diagnosis of altr, metallosis, alval or pseudotumor. Modest elevation of cobalt and chromium are not unexpected with four long-standing total joints in situ, including a left total hip arthroplasty, which was revised. There is no examination of the explanted components or description of trunnion corrosion or wear, or intraoperative photographic evidence of trunnion corrosion. There is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to the (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ -product history review: a product history review could not be performed as device was not properly identified. -complaint history review: a complaint history review could not be performed as device was not properly identified. Conclusions: the reported event of dislocation (closed reduction) was confirmed based on the clinician¿s review. It was noted in the medical review, the clinician stated, ¿x-rays dated (B)(6) 2016 are multiple views of the right hip, dislocated and reduced.¿ the patient was seen in the emergency department and a right hip dislocation was noted. A closed reduction was attempted but unsuccessful. The patient was transferred to (B)(6) hospital where another right hip dislocation closed reduction was performed and was successful. Based on the operative report the liner was from a competitor company and articulating with a stryker device which is deemed to be off-label. If additional information is received, the investigation will be reevaluated.

Event description:
¿On (B)(6) 2016 the patient was seen in the emergency department for a dislocated right total hip. An x-ray diagnosed a '"dislocation and osteomyelitis". On (B)(6) 2016 she was seen in the emergency department for another dislocation of the hip. Unsuccessful closed reduction was attempted and the patient was transferred to (B)(6) hospital where she was admitted, closed reduction was performed, and she was subsequently discharged."